Event description:
It was reported that the device battery voltage on the transmission was below what the current eri (elective replacement indicator) battery voltage is. The patient has not been in to the clinic for software to be loaded for new eri value. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.